Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right-mentor smooth round moderate profile 200cc saline breast implant, catalog number 3501625, lot number 114685. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation with mentor smooth round moderate profile 200cc saline breast implants which the left side deflated after implantation. As a result, patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3504004bc, serial number (B)(4), right replaced with catalog number 3504004bc, serial number (B)(4) on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained no fluid. Yellow material was observed on the shell surface. During evaluation the device appeared intact. Leak testing of the device, in accordance with mentor procedures, revealed a rent on the anterior aspect, measuring approximately 0.3 cm. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies observed. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).